Manufacturer narrative:
(B)(4). It was reported that the core of an asahi guide wire fractured during a ppi to treat a moderately calcified 99% stenosis in the anterior tibial artery. With ivus guidance, the guide wire was used to cross the lesion when it became stuck with the ivus catheter. The ivus catheter was removed from the vessel. It was noted that the core of the guide wire was separated and the coil wire was elongated. Another guide wire was advanced parallel to the broken guide wire for retrieval by tangling up the two wires together. After the wires were removed, the procedure was resumed. The ppi was successfully completed by poba with reestablished blood flow. The physician commented this wire breakage was not attributed to product quality but rather his wiring technique. The patient was fine without problem after the procedure. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. The returned guide wire had its coil wire elongated from the proximal solder designed to sit at 120mm from the tip. The polymer jacket was also stretched at the proximal solder and the elongated coil wire was exposed. At approximately 75mm distal to the proximal solder, the guide wire was deformed into a hook; the fractured end of the core wire was found out of the hook. The distal segment of the returned guide wire was helically deformed. At the distal end of the elongated coil wire, the ball tip was found. The fractured core wire was found at approximately 45mm from the tip. Microscopic observation of fracture ends revealed that there was a trace of soldering on the proximal fracture end. The distal fracture end was bent and showed characteristics of fracture by torsion. Although the coil wire was elongated with polymer jacket, the coil wire remained in one piece as the ball tip was found attached on the distal end of the coil wire. The core wire was observed fractured distal to the proximal-mid solder designed to sit at 45mm from the tip. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the core of an asahi guide wire fractured during a ppi to treat a moderately calcified 99% stenosis in the anterior tibial artery. With ivus guidance, the guide wire was used to cross the lesion when it became stuck with the ivus catheter. The ivus catheter was removed from the vessel. It was noted that the core of the guide wire was separated and the coil wire was elongated. Another guide wire was advanced parallel to the broken guide wire for retrieval by tangling up the two wires together. After the wires were removed, the procedure was resumed. The ppi was successfully completed by poba with reestablished blood flow. The physician commented this wire breakage was not attributed to product quality but rather his wiring technique. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.